Event description:
The pt was implanted with a left ventricular assist device. The physician at the hospital reported that upon eval of the pt's log file data several events of low flow, pump stop, power saver mode, and power cable disconnect were observed. The pt denied any alarms and denied experiencing any previous symptoms (i.e. Light headed). No other events on the log file data previous to these events were noted. The hospital was not able to send log files to the MFR for analysis due to no access to memory card. It was noted that the events captured in the log file data were mostly due to low voltage due to the batteries being drained to low (inoperable) levels.

Manufacturer narrative:
The usage of the battery clip set is not known to the MFR as the battery clip set is not labeled for single use. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.